Manufacturer narrative:
(B)(4). E1 initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with burning, redness, inflammation, and infection under entire patch area, which occurred 7 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of amoxicillin oral antibiotics and fucidin 2 % cream. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined.